Event description:
Pt implanted 09/02/1998 into both nasolabial folds, chin, and glabella. Onset of loss of correction 06/1998 in glabella, chin and nasolabial. Implant(s) explanted, date and site not given.